Event description:
Reporter indicated that vns pt developed an infection at the generator site and that the neck site was later red and swollen. The pt reportedly presented to hospital emergency room due to the infection at the generator site at which time the pt was air-lifted to a critical care facility. The pt was reportedly admitted and treated with a course of IV antibiotics. Treating physicians reportedly attempted to drain the site on two occasions. Treating neurologist indicated that the pt did not have an infection and was not hospitalized, but was seen in emergency room for dehydration that caused shortness of breath. Neurologist reports that the pt was hydrated and sent home with the issue resolved. Treating neurosurgeon indicated that he was unsure whether the generator site was infected or whether a seroma had developed at the generator site.